Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. The customer planned to reset the pump at home after receiving pump reset information from technical support, and they agreed to call back if further assistance was needed; however, the customer declined additional help during the follow-up.